Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken at 14mm from the distal end of the probe. There were scratches around the broken area. Upon observing the surface of the fractured area, it was discovered that breakage of the probe started at the scratched area. Broken probe tips were not returned. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in ¿1¿. This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. 3) some load was applied to the probe and the probe broke. The following information is included in the instructions for use (IFU): ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer reported to olympus the sonicbeat 5 mm, 35 cm, front-actuated grip probe broke during gynecological procedure. Customer reported two events of failed devices from the same lot. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. Complaint 1 of 2. Related patient ID: (B)(6).

Manufacturer narrative:
The device has been returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.